Manufacturer narrative:
An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training if necessary. The ess observed there was no deviations as all steps in the reprocessing manual were covered. The ess noted the channel cleaning brush (maj-1534), was showing signs of wear as the bristles were slightly fanned out, the ess recommended purchasing new brushes. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for klebsiella pneumoniae after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
As part of the investigation, the scope was sent to an external expert for destructive sample testing. The destructive sampling identified klebsiella pneumonia and enterococcus faecalis are categorized as high concern organisms. Additionally, the external expert visually inspected the distal end of the scope and noted the following: bleaching of the glue of the distal bending section and around the objective lens, surplus of glue around the distal light guide lens, presence of hole at the glue around the distal air/ water nozzle, presence of oxidation at the distal end body and under the glue of the light guide lens. An engineer and clinical endotherapy specialist (ces) were dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope repaired and returned to the user facility. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations, insufficient reprocessing due to the glue condition and or improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture